Event description:
It was reported that following a system upgrade, impedance and capture threshold values on the right ventricular lead had increased. Sensing values had become inconsistent as well. The patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
.